Event description:
Healthcare professional reported a left side rupture. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as surgical impact opening. (Shell thickness was within specification). And missing piece of shell assessed as inconclusive. Observed broken striated on anterior side assessed as surgical damage. Additional observations: non penetrating nicks observed. Red particles on the surface of the shell.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted and replaced with non-allergan device.

Event description:
Healthcare professional reported, a left side rupture. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Impact code continued: f2203 - imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted and replaced with non-allergan device.